Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed far-field r-wave oversensing on the atrial channel. Increasing the post ventricular atrial blanking setting was recommended. No further information is available.